Event description:
It was reported that while during a training session being conducted at the hospital by the sales representative unrelated to this issue, approximately three months ago a patient died and the patient had an arrow central venous catheter (cvc) in place. The arrowg+ard blue plus cvc that this account uses as their primary cvc is, (B)(4). There is some concern that the sulfa on the catheter may have played a factor due to allergic reaction. To date, there has been no definitive conclusion given to us on the cause of death. There is no further information available at this time.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.